Manufacturer narrative:
The cast cutter has not yet been received at the MFR for testing. An evaluation will be conducted upon receipt of the device, and a f/u report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the cast cutter began overheating when in use. The procedure was completed with the same device. There was no medical intervention required. There were no adverse consequences reported as a result of this event.